Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The nurse reported via phone call that the customer was hospitalized for low blood glucose on (B)(6) 2015. Customer's blood glucose was 68 mg/dl at the time of admission. Customer attributed their low blood glucose to the insulin pump not delivering insulin properly. Customer stated their blood glucose began to rise when the insulin pump was removed from their body. Troubleshooting found the insulin pump passed a displacement test. The drive support cap also appeared to be normal on the insulin pump. Customer also reported changing the basal rates in attempt to correct their low. The customer's current blood glucose was 296 mg/dl. Customer declined to return the insulin pump for analysis.